Manufacturer narrative:
(B)(4). The crc replaced the processor pca to resolve this malfunction. The device passed all performance assurance tests and was returned to philips demonstration use. We will consider this to have been a malfunction of the processor pca.

Event description:
This device is a philips demonstration m3536a mrx defibrillator. While the device was in the philips customer repair center (crc), during testing, the device was found to hang/lock up when entering the status log access function of service mode. The device was out of clinical service.